Manufacturer narrative:
Date of event: approximated.

Event description:
It was reported that this fiber broke during a procedure. The fiber was replaced, and the procedure was completed successfully. There were no patient complications.